Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. During preparation, the physician connected the catheter to the motor and clicked on the screen. The screen displayed that the motor unit was overloaded, and the procedure could not be performed. The procedure was not completed due to this event. The patient was stable, and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.